Event description:
Reporter stated that a comparison between their spouse's surestep meter and a hcp meter (done 1 to 2 hours apart while in a fasting state) was 200 mg/dl (ss) and 280 mg/dl (hcp), respectively (29% difference). No symptoms were reported. No other information was provided. There was no allegation of harm.